Event description:
The patient experienced decrease in therapeutic response after a refill. The patient had fentanyl in her pump, when she went in for a routine refill the doctor changed the concentration from 1500 to 1700 and added sufenta, the exact doses and concentrations were not reported. The patient's pain returned two days after the refill, '90% in her legs, hips and back.' It was also noted that prior to the refill the patient was woken at night when a bolus was delivered because she could feel the bolus, after the refill she was no longer feeling the boluses. The patient expressed concern about the strength of the medication. The healthcare provider (hcp) suggested a problem with the catheter. Two and a half weeks after the initial report, it was added that the patient did have a catheter evaluation on (B)(6) 2013 and there was a fibrosis. The hcp 'shot some medicine through the cath' which 'moved the blockage.' After that procedure the patient 'got some of the bolus that was shot directly in after that,' but the patient 'didn't get what felt like the full bolus.' And then 'after that absolutely no relief at all,' her pain had 'been even worse' since then. When the patient expressed concern about her pain to the hcp, the hcp asked if the patient felt 'over drugged.' The patient was concerned about the fibrosis and the dose of her medications. It was unclear what drugs were in the pump after the catheter study. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: patient programmer model 8835 serial# npg029687n implanted:na explanted:na catheter model 8709sc serial# h812680007 implanted: 2012-05-07 explanted: catheter model 8596sc serial# n300550015 implanted: 2012. (B)(4).

Manufacturer narrative:
(B)(4).